Event description:
During a unrelated procedure, the device was not able to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer via rf telemetry. Firmware was rebooted and the device interrogated normally. The device was tested on the bench and on uts; all device functions were normal. The cause of no rf telemetry is undermined.